Manufacturer narrative:
Device evaluation: analysis of the returned device identified: creases fold, wear abrasion, brown particles in the shell, deformation device and weight to the spec. Cloudy in the gel observed after autoclave cycle. Based on the device analysis the final assessment is: no issues found related with the manufacturing process

Event description:
Patient reported left side "a red and itchy rash and bruising and that their body may be "rejecting the implants". Physician reported "bilateral exchange from textured to smooth implants due to the patients concerns with the product". The device has been replaced.

Manufacturer narrative:
(B)(4). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "a red and itchy rash and bruising and that their body may be "rejecting the implants" and "bilateral exchange from textured to smooth implants due to the patients concerns with the product". Information contained in this report was previously submitted through psr on (B)(6) 2014

Event description:
Patient reported left side "a red and itchy rash and bruising and that their body may be "rejecting the implants". Physician reported "bilateral exchange from textured to smooth implants due to the patients concerns with the product". The device has been replaced.